Event description:
It was reported that the ilet user's caregiver expressed concern about dinner meal delivery and stated they did not announce dinner to prevent lows. Blood glucose at the time of contact was 282 mg/dl, and education was provided on the risks of not announcing meals or using announcements as treatment. Symptoms included hyperglycemia. Outcomes included no alarms and completion of troubleshooting and education. Investigation included a complaint review and user coaching on appropriate meal announcement and treatment practices. Investigation of this case revealed user technique related to missed meal announcement contributed to hyperglycemia, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user technique.